Manufacturer narrative:
A ge oec service representative investigated the issue and found a broken video cable that was repaired to restore function. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 7800 fluoroscopy system a camera error #25 on screen and system would not make an image.